Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. The patient believes that the leak was in the patient line. An air bubble was identified in patient line. The patient felt that air enter into their cavity. The patient then felt pain, disconnected the set and found liquid on the table. The patient could not identify the source of the leak. There was no report of patient injury. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample did not present any visible perforation. The primary packaging of the sample was opened through the tear line, confirming that the envelope was not opened with a cutting tool that could contribute with the reported problem. There were no visual defects detected that could contribute with the reported problem. Functional testing was performed which included under water integrity testing, and leak testing. A leak was detected in the cassette sheeting. The device failed leak testing. The reported condition was verified. An assignable cause for the leak from the sheeting could not be determined. In addition, a visual inspection of twelve (12) retention samples was performed. The review shows that the samples do not present visually detectable defects in the cassette sheeting and no additional defects were detected. The samples meet quality specifications. Should additional relevant information become available, a supplemental report will be submitted.